Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery lens was stuck in cartridge and lens was malposition. Additional information was received stated that the lens was confirmed to be in poor condition. Surgery was completed on the same day using another lens of same diopter.